Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently depleted quickly. The customer¿s blood glucose was 180 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.